Event description:
On (B)(6) 2009, the pt reported that 3 times in the past 2 weeks her infusion tubing has become broken at the luer connection. She noticed the issue because her infusion device was detached and her clothes were wet with insulin. She stated that the infusion tubing had been in use for 1.5-2 days at the time of the incident. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.